Event description:
Procedure: cholecystectomy. According to the reporter: a cholecystectomy was performed without complications. Defect found post-op. On (B)(6) the patient has been brought back to the operating room for a leakage of bile in the abdominal cavity. The two clips on the cystic duct were displayed while the two clips on the cystic artery were no longer in place. Extension of the hospital stay.

Manufacturer narrative:
(B)(4).